Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist reviewed the info the customer care advocate (cca) obtained. A letter will be sent to the pt. The pt alleged that in late 2008 at 8a.m., he was sluggish, weak, and nauseated. At 9 a.m., he attempted to test on his onetouch ultramini. Although he purchased it two months earlier, he had never used it until the same day. The meter reportedly prompted error 1 after the meter powered on with a test strip. Whether the pt injected humalog in the morning is unk. At 4pm, still unable to obtain a result, the pt injected approx 55units of humalog based on his carbs (his regime of humalog starts at 45 units). Between 5:30 and 6pm, the pt tested on his mother's non-lifescan meter, obtaining hi. Sometime before 9pm, the pt took what he described as a "bonus shot of humalog" because he was throwing up, had no balance, and slurring words. The pt did not clarify whether he also injected his evening lantus and whether he based the unk insulin amount on the hi reading or on symptoms. However, he did not attempt to test on his meter or on his mother's again. At 9pm, he was taken to the ER where his blood glucose was 87 mg/dl. The ER staff informed him he was dehydrated and was treated with IV dextrose and saline. Allegedly, his blood glucose on the ER meter or lab was 86 mg/dl one hour later. The cca replaced the products. Although the pt's earlier symptoms started before the alleged error 1 issue began, the pt reported that his condition has apparently worsened and ultimately required treatment by a health care professional; hence, the complaint is reported as a serious injury.